Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 device was evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device was evaluated in the field and the issue was confirmed; however the cause could not be determined and the unit was replaced. 1 device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.